Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endoleak outcomes with different stent-graft generations in a 25-years thoracic endovascular aortic repair experience gennai et al, vascular 2021, vol. 0(0) 1¿11 doi: 10.1177/17085381211051486 there was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR or vigilance unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent grafts were implanted in patients during the endovascular treatment of thoracic aneurysms and thoracic dissections on unknown dates. Non mdt stent grafts were also implanted. The following adverse events were reported: access related complications, dissection, intramural hematoma, acute kidney injury, spinal cord ischemia, stroke, reintervention, open conversion and death. There was no information to suggest any medtronic device failure caused or contributed to a death. The cause of the adverse events are undetermined.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endoleak outcomes with different stent-graft generations in a 25-years thoracic endovascular aortic repair experience gennai et al, vascular 2021, vol. 0(0) 1¿11 doi: 10.1177/17085381211051486 there was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR or vigilance unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent grafts were implanted in patients during the endovascular treatment of thoracic aneurysms and thoracic dissections on unknown dates. Non mdt stent grafts were also implanted. The following adverse events were reported: access related complications, dissection, intramural hematoma, acute kidney injury, spinal cord ischemia, stroke, reintervention, open conversion and death. There was no information to suggest any medtronic device failure caused or contributed to a death. The cause of the adverse events are undetermined.